Event description:
The customer returned the device stating, ¿the device had a damaged battery compartment latch, lightly scratched lens¿; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported problem of "damaged battery compartment¿ was confirmed through visual inspection. Replaced battery compartment. Further investigation found the downstream occlusion (dso) seal was delaminated. Replaced dso seal and performed dso calibration. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.